Event description:
Customer reports one incident of a blood leak during pt treatment on use #4. Noted by a blood leak alarm and visible blood. Estimated blood loss was less than 25 cc's treatment continued with a new dialyzer and new blood lines without incident. No pt injury or medical intervention reported.